Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The photo shows the broken tubing at the solvent-bonded junction of the stress member. The reported condition was verified; however, the cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was damaged. The device was filled with tobramycin 400 mg diluted in an unspecified amount of 0.9% sodium chloride. The device was returned with a broken off; detached line. The solution leaked into the overpouch without having to uncoil the infusion cable. There was no patient involvement. No additional information is available.